Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported an issue with safil product. A customer reported that a pouch inside a box was a different safil product. Issue found prior use.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch. We manufactured and distributed in the market 180 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received a box containing 23 unopened pouches that correspond to the product box labeled as safil undyed 4/0 (1,5) 45cm hsmp15 (reference c1049636 and batch 117487) and 1 open and unused pouch that corresponds to the reference b1048370 (safil violet 1 (4) 150 cm hrt48 loop), but a part of the pouch where is the batch number is missing. This mistake was probably caused when conditioning the product in boxes in the manufacturing line. After investigation, we have found that both products were packed on the same day. Therefore, we assume that the clean line operation in the manufacturing process was not performed correctly and one unit of the reference b1048370 was packed in a box of the reference c1049636 by mistake. Taking into account that there are no previous complaints of both codes-batches regarding this issue, we assume an isolated and accidental case, affecting only this box. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the box contains an unit of another reference, we conclude that the complaint is confirmed by evidence of the failure in the box received. We apologize for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.